Manufacturer narrative:
Consumer did not return product.

Event description:
Consumer originally alleged that a heating pad gave her blisters and she was treating with ice and neosporin. Consumer now has an attorney and has alleged that she has 3rd degree burns.